Event description:
It was reported that the patient has experienced intense pain in the left thigh since initial stages of previous surgeries. The patient was revised approximately 4 years post implantation due to loosening. It was noted the explanted prosthetic components showed no signs of real damage, breakage, wear or other mechanical problems, except for the absence of osteointegration of the femoral stem.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in italy. H6: component code: mechanical (g04) - femur. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11 no products were returned. Photographs of the reported device were provided however the reported loosening could not be confirmed from the images. The device history record was reviewed and no discrepancies relevant to the reported event were found. X-rays were reviewed but did not contribute any findings relevant to the investigation. A definitive root cause cannot be determined. The reported event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.